Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Sections d9, h3, h4, h6, and h11 were updated. Based on the results of the investigation, there was physical damage on the scope connector due to a broken front panel mouth. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the light source exhibited physical damage on the scope connector and had an e226 (scope communication) error code. The issue is unknown as to when it occurred. There were no reports of delay, patient harm, injury, or death. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.